Manufacturer narrative:
The examination of the returned article showed that the cause of the rivet breakage is that too much force was applied to the two jaw parts. This led to deformation of the holes and ultimately to the breakage.

Event description:
Internal karl storz reference number: (B)(4).

Event description:
The event occurred in the united kingdom: it was reported that a clickline forceps insert failed during use in the patient. After removing the instrument one of the rivets was missing. They were unable to find the missing rivet even after the patient and suction bag were x-rayed. No negative impact on the state of health was reported. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. An event (timeframe: between (B)(6) 2020 and (B)(6) 2022) that could be considered as similar to this one and caused or contributed to a death or serious injury could be found.